Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to a failure of capacitor, designator c87. The customer received a replacement device and the returned device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device would not power on. There was no patient use associated with this event.

Event description:
The customer contacted heartsine to report that their device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.